Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-02060. It was reported an infection was discovered at the patient's wound site. As a result, the patient was hospitalized. Moreover, surgical intervention was undertaken on (B)(6) 2017 wherein the scs system was explanted due to the issue. Cultures were taken which results confirmed (B)(6). Reportedly, the patient was treated with IV antibiotics for a week.